Event description:
Product was returned as implant failure after 1 month. Based on the report, the patient had a medical history of bruxism, oral hygiene was described as moderate, and bone condition was described as moderate. Surgery was traditional two stage on tooth #14. Doctor indicated that the implant was removed due to infection.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Patient's bone condition and medical history of bruxism may have contributed to the device's failure to osseointegrate.